Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices were currently not communicating. A technical support specialist (tss) reported that the customer stated multiple stations were not synchronizing to the server. It was found that the data synchronization service was not running (knowledge article - stations not communicating - datasync service unable to stop/start). Auto restart was set up on the services to prevent the issue from recurring. All systems appeared to be communicating properly. The case was taken over, and an attempt was made to call customer. Since there was no response and close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server device was currently not communicated to server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.